Event description:
Healthcare professional reported 1 week after injection with juvederm voluma with lodocaine in the "mid cheeks" patient developed "granulomas" at the "prejowl lines" which had previously been injected with another dermal filler approximately 1 year and 7 months prior. Two weeks later "granulomas" developed at the most recent injection sites in the "mid cheeks". Patient was treated with "corticotherapy". Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist. Allergan in determining a probable cause for this event. Device labeling: undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.